Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e231501 captures the reportable event of purulent discharge.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2023. Three fiducial markers were placed transperineally the same day of the hydrogel injection. The procedure was performed under general anesthesia. On the sim next day there was some hydrogel placed in the right place but some of it, went into the left aspect of the penile bulb through the urogenital (gu) diaphragm. The patient was receiving stereotactic body radiation treatment (sbrt) between (B)(6) to (B)(6), 2023. After the third treatment the patient experienced a lot of dysuria and was put on azo. Later on, (B)(6) 2023, the patient developed severe perianal pain and went to the emergency department (ed), but nothing was visible externally. It previously seemed the computed tomography (CT) showed the hydrogel was tracking inferiorly down to penile bulb and the perianal tissue, the hydrogel has accumulated inferiorly and grown larger and is multi - lobulated with surrounding inflammatory changes. The patient reported pain and pressure on the left side of the anus. At this point the event was reported ongoing. The physician set up an exam under anesthesia. This procedure was performed on (B)(6), 2023, the patient was taken to the operation room (or), the procedure was performed under general endotracheal anesthesia. The patient was placed on prone position, and the area prepared with betadine and draped. On digital rectal exam, there was a ridge of underlying tissue deep in the anterior wall of the rectum, about 3 - 4 m from the dentate line. The overlying mucosa was noted to be intact. On the perineum there was an area of induration about 3 cm anterior to the anal opening. On the left side, some drainage on the skin surface, no opening was observed, therefore an 18-gauge needle was used to probe the area, purulent material was aspirate, that was sent for culture. In the area, where the pus was aspirated, a ping pong ball sizes abscess cavity in the space between the rectum and urogenital structures was found. The cavity contained purulent material and small globules of spaceoar hydrogel. Loculations were broken up, and the cavity was copiously irrigated. Penrose drain was placed into the cavity and the skin was secured with 2-0 silk suture. The patient tolerates the procedure and was transferred to recovery room in stable condition. The patient received follow up care due to this event.